Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was cracked. This occurred on 100 occasions during use. The following information was provided by the initial reporter: syringe with the barrel cracked. Noticed the issue in 100 units. There was leakage of the medicine, but no exposure to skin or mucous membranes.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. The sample provided were evaluated and it was possible observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test . Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection as per CPR-070 sampling until CAPA closes. H3 other text : see h.10.

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was cracked. This occurred on 100 occasions during use. The following information was provided by the initial reporter: syringe with the barrel cracked. Noticed the issue in 100 units. There was leakage of the medicine, but no exposure to skin or mucous membranes.